Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging in the battery tube connector to the interface board. No weak battery alarm was noted. The functional testing could not be completed due to the battery alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported the customer received a failed battery test alarm on their insulin pump. Customer stated they may have bumped their insulin pump after falling down. Customer's blood glucose was 4.7 mmol/l. Troubleshooting did not find any damage to the customer's battery compartment. Customer also reported receiving a weak battery alarm while troubleshooting for their failed battery test alarm. The customer requested to have their insulin pump replaced. No additional information provided.